Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The reload was partially fired with the interlock engaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy procedure, they connected the handle to reload but the handle became stiff and a crack sound was heard. They could have not fired the device till the distal end and the tissue was not thick. The procedure was completed with another device. No noted patient injury.